Manufacturer narrative:
Device will be returned to the manufacturer for further investigation on 06/03/2010. Preliminary tests were completed with the device passing. Associated accessory device: act monitor, model# com001, (B)(4).

Event description:
Sensor snaps became hot and melted the electrode pads.